Event description:
During an incident in 2000 involving a male patient in witnessed cardiac arrest with CPR in progress by the police dept. This defibrillator shut down when the shock button was pressed. A spare battery was inserted by the unit did not operate. CPR was continued until als arrived with another ad. The patient was shocked and transported to a hospital where he arrested again and was later pronounced.